Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of heart failure and mitral regurgitation (mr), as listed in the mitraclip nt system (g4)(jpn) instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported single leaflet device attachment(slda). The recurrent mr and heart failure appear to due to the procedural conditions of the slda. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected single leaflet device attachment/slda. The mitraclip procedure was performed on (B)(6) 2021. One clip was implanted without issues, reducing degenerative mitral regurgitation from 4 to 1. On (B)(6) 2021, echocardiogram was performed, mr increased to 2+. The physician is concerned the clip may have detached from one leaflet and remains attached to the other leaflet (slda). No additional information was provided.